Event description:
An alarm issue was reported with the adc device. The customer reported the low alarm did not sound when customer had glucose of 17 mg/dl (taken from unspecified device). As a result, the customer experienced symptoms described as sweating and tachycardia, and was unable to self-treat. The customer reported receiving third-party invention by caregiver who provided glucagon for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.